Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was filled with over 300 units of insulin. Customer¿s blood glucose was around 200 mg/dl.  Reportedly, a new cartridge was loaded to resolve the issue. Insulin delivery was resumed.